Event description:
It was reported that during a procedure at the user facility the device was stuck in the "on" position. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure was confirmed by the repair technician through disassembly and visual inspection. The trigger did not work correctly due to wear.

Event description:
It was reported that during a procedure at the user facility, the device was stuck in the "on" position. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.